Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was explanted due to pacing not delivered when required and loss of capture. Should additional information become available, this file will be updated.